Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap malfunctioned. The procedure was completed using a second surgical fiber. There was no report of patient injury. Gland volume: 51 ml. Time expended: 1:10 minutes. Joules used: 5469.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap was detached and not returned; the fiber was fractured proximal to glue zone; the fiber was blackened along 3 inches from the break point; the heat shrink tube has melted and torn along 3 inches from the break point. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.